Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen. The pump¿s cover was removed and the u22 eeprom unit was found cracked. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded during testing. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Due to the blank display screen the investigation was unable to adequately investigate the initial complaint about a dim display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.